Event description:
Rn noted that in the blood culture collection system (upon opening packaging) the needle is retracted already and therefore unusable. There was no affect to patient as the device not used. Rn reports that this is the 4th time this week the same thing happened (again, no patient was affected) but with this being the 4th time in a week we tried to gather any other packaging to no avail. The ed team will try to keep more information on any subsequent devices. No other devices were retained and no other packaging was retained.